Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was no sensing signal in the atrium and the pacing threshold was high. Three different right atrial (ra) leads were attempted, but the same issues persisted. The leads were removed and the atrial lead implantation was abandoned. No patient complications have been reported as a result of this event.